Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had a procedure at the dermatologist. During the procedure, the device exhibited right ventricular (rv) noise, oversensing and pacing inhibition from electromagnetic interference (emi) for approximately 3.5 seconds. The duration of pacing inhibition could not be determined due to the amount of noise present on the electrogram (egm). Pocket manipulation and isometrics were performed which did not elicit any noise. The dermatologist would be advised to use a magnet during the procedures. No adverse patient effects were reported. The device remains in service.